Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose (bg) of 38 mg/dl hypoglucemia and was confused/disoriented. During troubleshooting, customer support (cs) found that the pump time was off by less than one hour, but that the basal and temporary basal settings had been incorrectly programmed. Cs considered this to be a training/misuse error. This complaint is being reported as the patient experienced hypoglycemia related to the user error of incorrectly programming the pump.